Event description:
Bovie pad alleged to left thigh. Pad was intact with skin and plugged into valley lab bovie. When pressed on foot pedal crackling sound was heard. Stopped immediately and reassessed connections and checked for pad placement. Pad was still intact. Pressed foot pedal again and sound no longer heard. When removing pad found to have multiple reddened areas and white indurated, charred centers left upper thigh.